Manufacturer narrative:
Technical eval: the unit was returned in its sterile pouch with the proximal end of the device protruding through the package. The proximal end of the device had come loose from the internal clamp and pierced the package. Conclusion: the incident was confirmed as reported. The DHR of this mfg lot has been evaluated. This MDR is being filed based on our understanding of incident reportability as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 0479 (lot # l14913). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.

Event description:
The proximal end of the separator came out of the protecting tube, perforated the transparent side of the package, and lost sterility before opening the device.